Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was stuck in the cartridge or injection system. Intraoperatively the lens was removed with no patient injury. On this same date a replacement lens was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).